Event description:
The customer complained that the head drive was drifting.

Manufacturer narrative:
The technician evaluated the equipment and determined that the CPR cable was out of adjustment. The technician adjusted the CPR cable, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.